Event description:
It was reported that interrogation of the device revealed an alert that there was possible output circuit damage. Review of the egms suggests lead damage. The device and lead will be explanted.

Manufacturer narrative:
Analysis found that the insulation was abraded at 19.5 to 20 cm from the connector pin. The etfe insulation of one of the rv cables was also abraded in this area and the cable was open. The location of this abrasion is consistent with that occurring due to friction between the lead and the ICD can. It is believed that this damage resulted in the anomaly reported in the field. Other damage to the lead is consistent with that occurring at the time of explant.

Manufacturer narrative:
Na